Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The clamp button was missing from the loading unit and not returned for evaluation. Further evaluation noted witness marks on the loading unit indicating that the button was properly assembled during the manufacturing process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy. On the third firing, the device had poor staple formation where there was a sudden mid-carbazole click. Another device was used to complete the procedure. No patient injury has been noted.